Event description:
An infection was reported that developed in the pt's pump pocket site after the pt had a pump and catheter replacement. The pt was treated with IV antibiotics. The medication being delivered via the device system was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.